Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) regarding a patient receiving baclofen (2000 mcg/ml at 500.1 mcg/day) and morphine (2 mg/ml at 0.5001 mg/day) via an implantable infusion pump. It was reported that the caller was doing a normal pump refill for a pump that has 7 months until elective replacement indicator (eri). After she updated the pump she saw that a motor stall occurred. She interrogated the pump again and stated the logs read that a motor stall occurred on (B)(6) 2019 at 14:00 and "pump restarted due to restart command" on (B)(6) 2019 at 14:01. There were no motor stalls that had occurred prior to this one and it seemed to have occurred during the update. There was no emi present and the patient had not recently had an MRI. No patient symptoms were reported. The caller refused to provide patient information, managing doctor information and the serial number of the device. No other information was provided. No further complications were reported.